Manufacturer narrative:
Weight:unknown, ethinicity:unknown, race:unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -16.0 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. The surgeon reports tass-diagnostics were not performed and medication was administered. The problem was resolved. Cause of the event is reported as user error: the device did not fail to perform as expected. The surgeon also reports, "allergies to lenses."

Manufacturer narrative:
B5 - cause was reported as patient-related factor, not user error. Claim# (B)(4).